Event description:
It was reported that the large volume pump module did not switch over from the secondary to the primary pump module after the programmed amount had infused and instead the whole amount of medication had infused. The registered nurse allegedly programmed the pump as a secondary and entered in the amount of milligrams and milliliters to be infused. An example provided was that 66ml of a 100mg bag was programmed, however the whole 100ml was infused before switching over to the primary bag. There was patient involvement but no harm. The customer later provided the following information: the drug was a acetaminophen (tylenol) IV infusion. The nurse entered the medication as a secondary on the pump module and chose the option for tylenol entering the mg and ml which was 660mg in 66ml. When the nurse came back, they noted that the patient had received all the medication.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of acetaminophen could not be confirmed. Log review and testing could not identify or replicate the reported issue. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2011 fluid delivery performance testing for infusion pumps. Review of the suspect pump module error log was found with no records related to the reported issue. The review of the suspect pump module event log showed that on 6jan2026 at 5:23 pm, the reported secondary infusion with a rate of 264ml/hr and a volume to be infused (vtbi) of 66ml was started. At 5:38 pm, the secondary infusion completed and the primary infusion started with a rate of 150ml/hr and a vtbi of 389.40ml at 6:54 pm, the infusion was paused and the unit was channeled off. At 7:02 pm, the channel was powered on / attached. Between 7:07 pm and 7:09 pm, the channel alarmed for safety clamp open. A new infusion was loaded into the channel and started with a rate of 150ml/hr and a vtbi of 200ml. A minute later a new secondary infusion was loaded into the channel and started with a rate of 264ml/hr and a vtbi of 66ml. At 7:24 pm, the secondary infusion completed and the primary infusion started with a rate of 150ml/hr and a vtbi of 199.308ml. At 7:27 pm, the unit was channeled off. It is not possible to determine what the actual volume is within an intravenous (IV) primary or secondary container at the start and ending of an infusion from a review of the pump module event log. This is not a function of a pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Root cause: the root cause of the report of an over infusion of acetaminophen could not be determined. The returned pump module was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module did not switch over from the secondary to the primary pump module after the programmed amount had infused and instead the whole amount of medication had infused. The registered nurse allegedly programmed the pump as a secondary and entered in the amount of milligrams and milliliters to be infused. An example provided was that 66ml of a 100mg bag was programmed, however the whole 100ml was infused before switching over to the primary bag. There was patient involvement but no harm. The customer later provided the following information: the drug was a acetaminophen (tylenol) IV infusion. The nurse entered the medication as a secondary on the pump module and chose the option for tylenol entering the mg and ml which was 660mg in 66ml. When the nurse came back, they noted that the patient had received all the medication.